Event description:
According to the customer, the patient was requiring intubation during a "code blue" on (B)(6) 2024 and the "ett" cuff was leaking.

Manufacturer narrative:
According to the customer, the patient was requiring intubation during a "code blue" on (B)(6) 2024 and the "ett" cuff was leaking. The customer reported that after the incident occurred the "ett" was replaced. The customer reported after the tube was replaced the patient "was stable" and there were "no injuries". The customer reported the patient did not experience "hypoxia" or "difficulty breathing" related to the reported incident. The customer reported there was no serious injury or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.